Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. The non-bsc guide catheter was engaged to the left main artery and the non-bsc guidewire was introduced to the distal lad. Following pre-dilation with 2.5 mm nc balloon catheter, a 2.5 x 20 mm promus element plus drug-eluting stent was advanced to left coronary artery but resistance was felt when it reached to mid left main artery and was caught up and the distal part was open up. The stent, guidewire and guide catheter were pulled out together and restart the wiring. The same guide catheter and another non-bsc guidewire was used. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported and the patient's status was stable.

Event description:
It was reported that a stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. The non-bsc guide catheter was engaged to the left main artery and the non-bsc guidewire was introduced to the distal lad. Following pre-dilation with 2.5mm nc balloon catheter, a 2.5x20mm promus element plus drug-eluting stent was advanced to left coronary artery but resistance was felt when it reached to mid left main artery and was caught up and the distal part was open up. The stent, guidewire and guide catheter were pulled out together and restart the wiring. The same guide catheter and another non-bsc guidewire was used. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.50 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with the proximal end of the stent bunched distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found the port bond stretched for approximately 6mm. No other issues were identified during the product analysis.